Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. Cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The issue was identified during inspection for use. There were no reports of patient involvement.